Manufacturer narrative:
The complaint of disconnection / loose connection on item mc33122 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review couldn't be performed due to the lot number for this complaint was unknown.

Event description:
The event occurred on an unknown date involving a 7" (18 cm) appx 0.45 ml, pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. It was stated on the report that there is a high rate infusions that are causing the device to pop off of the IV catheter. One came apart during an IV antibiotic infusion and part of the medication was lost. There was patient involved and unknown human harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received.